Manufacturer narrative:
Review of the complaint database revealed one other complaint for fm/particulate submitted against this lot number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Manufacturing and sterilization records were reviewed and found to be acceptable. Sterilization date: 10-sep-2018. No corrective action is not necessary. The particle has been requested yet not received.

Manufacturer narrative:
One pack tray was returned without the label. A photo attached to the complaint file indicates that the part number is bl5111 from lot w2662. There are no visible threads or fibers hanging from the edge of the returned pack tray. A small piece of card stock was returned. There is a clear colored particle and a light blue fiber-like particle under a piece of tape. The sample was sent to a lab to be analyzed. The lab results are as follows: the particle was tested using a standard test method for quantitative analysis by energy dispersive spectroscopy (eds). The blue fiber particle was microscopically examined and photographed using a camera-equipped optical stereo microscope. The blue fiber particle was removed and analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds uses the characteristic x-rays generated from a sample bombarded with electrons to identify the elemental constituents comprising the sample. This technique generates a spectrum of x-ray energy lines associated with specific elements. The eds is capable of qualitative and semi-quantitative chemical analysis of elements atomic numbers 6 through 94. The detected elements are normalized to total 100%. The nominal detection limit for most elements is 0.5%. Eds analysis indicated that the blue fiber particle consists primarily of carbon. Lesser concentrations of oxygen, silicon, calcium, sodium, titanium, chlorine, aluminum, and potassium were also detected. This is consistent with organic material with mineral deposits. Lab analysis indicated the blue fiber was primarily carbon. The source of the blue fiber cannot be determined. The investigation is complete. Based on the investigation results, no corrective action is required.

Manufacturer narrative:
The actual product used is not available for evaluation however a sample is being returned for evaluation. The investigation is ongoing. Report 2 of 2.

Event description:
The surgeon noticed a white particle inside the patients eye and on the surgery desk. The particle was removed during. No secondary procedure has been necessary. The surgeon thinks the particle might be from the pack due to there being strings/threads on the pack seal.